Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced postoperative bilateral capsular contracture (grade unknown). The patient reports that both of her implants are being shifted upwards and feel like they are not in the pockets. Also, her breasts feel very hard, lumpy on the top, and pain at touch. Mammogram performed in (B)(6) 2020 did not indicate any anomalies. The patient had a consultation with a healthcare professional on (B)(6) 2020. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.